Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The mother reported that the patient's blood glucose read high (>500mg/dl) after wearing on her abdomen for longer than 48 hours. She stated that the device began to fall off after swimming, the adhesive was no longer secure. The patient's levels had been running high prior to the pod falling off. The mother stated that the cannula appeared bent at a 90 degree angle. Treatment included a correction bolus with a new pod. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and a bend was observed in the exposed soft cannula. Fluid passed through the fluid path. The downloaded data showed no signs of a struggle or pulse width increase during the device runtime. There were no damages or issues to the adhesive pad. No other defects or deficiencies were found during the investigation.